Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with the sensor. The customer¿s blood glucose level was 137 mg/dl. The customer states the sensor cannula was torn apart upon insertion. The sensor will not be returned for analysis.